Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 99% stenosed mid left anterior descending artery. A 2.0 x 15 mm rx traveler balloon catheter ruptured during the first inflation at 8 atmospheres. A 2.5 x 15 mm rx traveler balloon catheter also ruptured during the first inflation at 8 atmospheres. A 2.25 x 12 mm nc traveler balloon catheter was advanced to the lesion and inflated, however it also ruptured at 10 atmospheres. Another nc traveler was successfully used for pre-dilatation and the procedure was successfully completed with a xience xpedition stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The 2.0 x 15 mm rx traveler and 2.5 x 15 mm rx traveler referenced are being filed under separate medwatch reports.